Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, when advancing the lens over shot and the lens was not folded and discarded. Used the backup lens. Additional information was received stating that plunger went over the top of the lens and failed to load.